Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device found signs of repeated use and the post feature has fractured. Device history record was reviewed and no discrepancies were found. The device has a potential field age of 11 years and 8 months and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device from repeated use over time. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that provisional fractured following trailing. No further information is available.